Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was assisted with troubleshooting but the issue was not resolved. They also reported that there were no damage on battery cap and battery compartment. After installing a new battery the pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.